Event description:
The lay user/patient contacted lifescan alleging the meter read inaccurately high, however the results were not specified. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.